Event description:
Limited info rec'd in which facility reported pt experienced chills during treatment on the meridian device. Blood cultures were obtained and "no growth (48 hours)" was reported. During treatment, pt rec'd epo, heparin and hectorol (doses and routes unknown). Pt's type of access was a gortex. Dialyzer in use was a baxter CT-190, first time use. Dialysate used was 2k/2caa.